Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an acute rise in thresholds on the right ventricular lead. This threshold rise followed an open heart surgery and repair for a ventricular septal defect near the placement of the lead tip. The lead was capped and replaced. No patient complications were reported as a result of this event.